Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 at approximately 11:00 pm, the patient in icu16 had a respiration rate limit violation but no alarm for red or yellow respiration alarm was provided. A patient coded requiring resuscitation. The patient was described to be gravely ill.

Manufacturer narrative:
The customer contacted the customer care solutions center for remote support at which time field service engineer (fse) was dispatched for onsite support. The fse collected log data but indicated that the bedside device that was in use at the time was not in use and was out of service and not made available for testing. The director of nursing was contacted for further details. She said that a nurse left the patient room at 22:55. Bed 16 is right across from the nurse's station so anyone at the station would have heard alarms at the bed. The nurses were at the central and said the respiratory rate was down to 5 but staff said they were not aware of any alarm for this though yellow alarms were being sounded and they were unsure if any brady alarms were occurring but no respiratory alarm was noted. The first alarm they said they heard was at 23:16 for asystole. The patient had been deteriorating for 11 minutes before this and she wanted to know what occurred in this time frame. The biomed had done testing of the bedside device and as a result some of the patient stored alarms were purged. The customer sent a screen shot from the central which showed that the patient had a yellow pause alarm just prior to the asystole. The screen shot also showed evidence of multiple yellow arrhythmia alarms prior to 23:00 as well as bed alarms though the specific nature of those alarms cannot be determined from the data provided. The data showed yellow bed alarms just prior to 23:16 and red bed alarms after. The pause strip shows a respiratory rate of "0". Note that apnea would be a red alarm however there is a configured time that must pass before apnea alarms are provided. The logs in this release do not store yellow alarm occurrences therefore the logs did not provide evidence of what alarms may have occurred in the 11 minutes prior to the red alarm for asystole. The customer has been contacted with a review of the provided data. The device was removed from service at the time of the incident. It remains at the hospital site. It is not known if it has since been returned to service. The cause for no low resp or apnea alarms cannot be determined with the information provided as the logs do not store yellow alarms and the data provided consisted of a single screen shot of data from the central. Use of the device is considered to be a factor as the customer said the patient was deteriorating for 11 minutes before the asystole alarm occurred and staff were not aware. Philips will consider that the resp alarms may have been turned off at the time of the event thereby preventing resp alarms however insufficient information was provided to make that determination. A malfunction preventing resp alarms cannot be ruled out.